Event description:
It was reported that during a ptca procedure, the balloon would not deflate during pre-dilation. The entire system including the guide catheter was removed with the balloon inflated. No pt injuries or complications occurred.